Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description) and e1 (initial reporter first and last name).

Event description:
It was reported that the physician observed gradually increasing impedance measurements from the right ventricular (rv) lead. The specific measurements were not provided, and it is unknown if the lead is a boston scientific product. The physician is planning on performing x-ray imaging to assess the lead position, as well as an in-clinic evaluation and potential 40 joule shock testing. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that the physician observed gradually increasing impedance measurements from the right ventricular (rv) lead. The specific measurements were not provided, and it is currently unknown if the lead is a boston scientific product. At this time, the system remains implanted and in-service. No adverse patient effects were reported. Information has been requested regarding the specific product details and event resolution, but a response has not yet been received.